Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the te recognition test. The cause for the failure was isolated to a broken front pulse wire inside the trunk cable. The root cause for the broken pulse wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt" messages.